Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure balloon slippage occurred. The target lesion being treated was located in the calcified left anterior descending (lad) artery. An unspecified size promus stent was deployed in the lad and it was observed with intravascular ultrasound that the stent was not fully expanded. A 3.75x12mm nc quantum apex balloon catheter was then advanced to the lesion for post-dilation. The balloon was inflated to 12 atms when it "slipped" proximally in the lesion on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).